Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrationmigration of essure device") and pregnancy with contraceptive device ("post implant pregnancypregnancy (no complications);") in a female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection ("infections/infection (other)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and caesarean section ("c-section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent tubal ligation due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device, infection, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, caesarean section, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2010, hysterosalpingogram revealed essure device successfully occluded. Single dislodged. Essure micro-insert. Impression: the right essure micro insert is present. The left is not visualized. Here is no opacification of either fallopian tube. No free spillage into the peritoneal cavity is noted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device") and pregnancy with contraceptive device ("post implant pregnancypregnancy (no complications);") in a 34-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection ("infections/infection (other)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, 4 years 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), caesarean section ("c-section"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent tubal ligation due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device, infection, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, caesarean section, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, caesarean section, depression, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2010, hysterosalpingogram revealed essure device successfully occluded. Single dislodged. Essure micro-insert. Impression: the right essure micro insert is present. The left is not visualized. Here is no opacification of either fallopian tube. No free spillage into the peritoneal cavity is noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet- events depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrationmigration of essure device") and pregnancy with contraceptive device ("post implant pregnancypregnancy (no complications);") in a female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection ("infections/infection (other)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and caesarean section ("c-section"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent tubal ligation due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device, infection, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, caesarean section, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2010, hysterosalpingogram revealed essure device successfully occluded. Single dislodged. Essure micro-insert. Impression: the right essure micro insert is present. The left is not visualized. Here is no opacification of either fallopian tube. No free spillage into the peritoneal cavity is noted. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), c-section and abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (underwent tubal ligation due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.